Manufacturer narrative:
For regularization - retrospective review / FDA request. This batch of screws presents no manufacturing defect. Everything conforms to specifications. In the absence of additional information and in the impossibility of recovering the screw for expertise, the cause of the breakage is not determinable.

Event description:
Fnc: (B)(4) - for regularization - retrospective review / FDA request. Implantation failure : "2 screws broke yesterday".